Event description:
It was reported that following a laparoscopic sigmoidectomy procedure the anastomosis 'got incomplete' on third day. During initial procedure, the device showed normal function when being closed, fired and opened. No unexpected noises etc. The donuts were complete, the leak test regular. The assisting nurse reported that stapler is usually sort of fiercely closed by this surgeon, which could be a point to talk about as anastomotic insufficiency third day could indicate that there was not enough blood supply in the area of the staple line. There were no other reported patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received inside the sterile package and in good visual condition. The device was opened and tested for functionality it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).